Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted laparoscopic surgical procedure, the customer lost pneumoperitoneum due to a cannula seal issue. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotic assisted colostomy closure.

Manufacturer narrative:
There was no damage observed during visual inspection. The insufflation port was not broken, and the stopcock was not loose. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.